Manufacturer narrative:
The reported complaint of "the autopulse platform (sn (B)(4) displayed fault code 16 (timeout moving to take-up position) error message" was confirmed based on the review of the archive data and during functional testing. The root cause of the fault code 16 was due to an out-of-specification brake gap. A review of the archive data revealed that frequent daily checks were not performed by the customer, and the storage condition of the platform is not known. Frequent daily device checks and storing the autopulse platform in a low humidity location could help prevent the brake gap from seizing. No documented report was found showing that regular preventative maintenance (pm) was performed on the autopulse platform since it was acquired by the customer in 2020. The lack of proper maintenance most likely caused degradation of the mechanical components of the drivetrain to occur, leading to eventual brake seizure. During visual inspection, cracks in the front enclosure, top cover, a bent battery lock, a worn shaft lock pin and a damaged front clutch gasket were observed, unrelated to the reported complaint. These observed physical damages are the characteristic of harsh impacts due to user mishandling. The damaged parts were replaced to address the issues. The archive data review showed multiple fault code 16 (timeout moving to take-up position) around the customer's reported complaint date, confirming the reported complaint. The autopulse platform failed initial functional testing due to fault code 16 displayed during take-up, confirming the reported complaint. The root cause of the fault code 16 was due to an out-of-specification brake gap. The brake gap was cleaned with ipa and adjusted to manufacturing specification to remedy the issue. Further functional testing, load cell characterization results confirmed load cell module 1 was defective (over-reporting), unrelated to the reported complaint. The load cell module 1 was replaced to remedy the issue. Following service, a brake gap inspection was performed and verified the brake gap was within the specification. A load cell characterization test was performed and confirmed that both cell modules were functioning within the specification. The autopulse platform was subjected to a final run-in test using the 95% large resuscitation test fixture (lrtf) with known good test batteries until discharged without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaint reported for the autopulse platform with serial number (B)(4).

Event description:
During the shift check, the autopulse platform (sn (B)(4) displayed fault code 16 (timeout moving to take-up position) error message. No patient involvement.